Event description:
It was reported that during in-house engineering evaluation, it was observed that the electric pen drive device ran in locked position. It was noted by the reporter that the user attempted to use the console, epen motor, hand switch, cables, and two burr attachments together, but the drive would not work. The base appeared to have power, but the drill did not operate. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check for unintended motion check general function with test hand switch check function in foward and reverse running mode check general function with foot pedal. During the service evaluation the following failures were identified: functional: device runs in locked position functional: only runs in reverse. Conclusion: failure reported is not confirmed root cause: improper maintenance.